Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. A stylet insertion test was also performed and indicated no blockage in the lumen of the lead. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this atrial lead was an attempted implant. After several positioning attempts, high thresholds persisted, and pacing was not achieved at an output of 5.0 v. The physician elected to proceed with a single-chamber pacemaker implant. The lead was returned for analysis and no adverse patient effects were reported.

Event description:
It was reported that this atrial lead was an attempted implant. After several positioning attempts, high thresholds persisted, and pacing was not achieved at an output of 5.0 v. The physician elected to proceed with a single-chamber pacemaker implant. The lead is expected to be returned for analysis and no adverse patient effects were reported.